Manufacturer narrative:
Omsc evaluated the subject device and found that the tissue pad was severely worn. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During a laparoscopic hernia repair, the subject device was used. It was reported that the tissue pad was worn in the procedure. The intended procedure was completed with the subject device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated it on oct. 5, 2018, and found that the tissue pad was severly worn. This is the report regarding the severly worn of the tissue pad.